Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was successfully implanted in a patient using a small flexnav delivery system. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The length of the membranous septum was 1.0mm. The final non-coronary cusp implant depth was 3mm and the final left coronary cusp implant depth was 4.5mm. There was no calcification confirmed from the annulus to the subvalvular left ventricular outflow tract. There was no difficulty experienced implanting the 23mm navitor vison valve. On (B)(6) 2025, it was noted that the patient developed a complete heart block and paroxysmal atrial fibrillation with a heart rate of 120-130 beats per minute and was confirmed via the temporary pacemaker. The patient's sinus rhythm restored spontaneously. Then later the patient developed atrial fibrillation with tachycardia. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. There is no allegation of malfunction against the abbott device or procedure. The patient remains hospitalized but was in stable condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There was no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.